Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding (general),") in an adult female patient who had essure (batch no. 952113) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included topiramate (topamax) and valproate semisodium (depakote). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2013, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and nausea had not resolved and the anxiety and depression outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage, nausea and pelvic pain to be related to essure. The reporter commented: discrepancy noted: date of removal: 2015, (B)(6) 2016. About three or four coils showed, on both side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirmed proper placement and full occlusion; on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 11-mar-2019: pfs received. Reporters information updated. Lot no. Added. Events: abnormal bleeding (general), nausea, were added. Event outcome were updated. Concomitant drugs, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding (general),") in an adult female patient who had essure (batch no. 952113) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included topiramate (topamax) and valproate semisodium (depakote). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2013, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and nausea had not resolved and the anxiety and depression outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage, nausea and pelvic pain to be related to essure. The reporter commented: discrepancy noted: date of removal: 2015 , (B)(6) 2016 about three or four coils showed, on both side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirmed proper placement and full occlusion; on (B)(6) 2012: total bilateral. Occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (surgical procedure with removal of the essure devices). Essure was removed in 2015. At the time of the report, the pelvic pain, anxiety and depression outcome was unknown. The reporter considered anxiety, depression and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed proper placement and full occlusion. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.